Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has diminished r-wave sensing. The lead remains in use. No patient complications have been reported as a result of this event.